Event description:
It was reported that the reflex hybrid removal driver shaft broke off during screw removal.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the returned reflex hybrid revision driver screw extractor was confirmed to have the distal threaded tip broken off. No manufacturing anomalies that could be associated with the breakage were reported. The likely mode was determined visually as torsional overload. No manufacturing anomalies that could be associated with the breakage were reported. The instrument fracture may be a result of over tightening. Excessive tightening could also result in the deformation of the instrument distal tip. The exact cause cannot be determined and is likely multi-factorial. Conclusion: the event was likely caused by torsional overload, however, this cannot be determined conclusively and is likely multifactorial in nature.

Event description:
It was reported that the reflex hybrid removal driver shaft broke off during screw removal.